Event description:
Patient reported obtaining back-to-back blood glucose results of 104 mg/dl and 277 mg/dl. While using the suspect device. Patient stated that, the following day, an additional set of back-to-back tests was performed with results of 177 mg/dl and 63 mg/dl. Patient indicated that therapy was not modified based on these values. No patient injury was reported and no treatment was received. Valid quality control testing had not been performed on the device (patient's control solutions had expired). Technical support requested the return of the suspect product and replacement product was shipped.